Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because she just wanted the device out. No malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.